Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right atrial (ra) lead exhibited under-sensing and small p-wave was noted. The ra lead was reprogrammed. The patient was in stable condition.